Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during implant procedure abnormal measurements of high pacing thresholds were encountered. While trying to reposition this right atrial (ra) lead, helix issues were also encountered. An abnormal electrical measurement such as this could suggest further damage. This was prior to pocket closure. No adverse patient effects were reported.